Event description:
Boston scientific received information that this right ventricular lead displayed increased threshold measurements. Dislodgement was suspected. A revision procedure was performed. This lead was successfully repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.